Event description:
It was reported peripherical venous puncture and when the polifix extensor was fitted, it presented leakage of saline solution. Additional information received: was medical intervention required? No.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfnf060 showed no other similar product complaint(s) from this lot number.